Manufacturer narrative:
The referenced complaint the log files were submitted under was reported under medwatch MFR report # 2916596-2017-02124. The serial number of the device was requested, but not provided. Therefore, the serial number catalog number, expiration date, device unique identifier (UDI), age of device and manufacture date are not available for the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the investigation of log files submitted for another event, the manufacturer¿s returned product analysis engineer observed a no external power alarm that appeared to be related to ac power loss while the system controller was connected to the mobile power unit (mpu). The loss of power may have been associated with a loose ac power cable connection. Additional information was requested, but not provided.

Manufacturer narrative:
The investigation confirmed a no external power alarm via the system controller log file submitted. A no external power alarm activated and appeared to be caused by a loss of ac power while the controller was connected to the mpu. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu was not exchanged and remains in use. A root cause for the no external power alarm was not determined through this analysis. This issue will continue to be monitored for similar events. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.